Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation in an opened peel pouch. Visual inspection identified the 4 way large bore 2 gang stopcock assembly to be broken. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a four way large bore stopcock manifold was found to be cracked in the section between the two stopcocks during infusion. As a result, the patient experienced an unknown amount of fluid/blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.